Event description:
It was reported that during a gastric sleeve procedure, the clips did not form correctly. Case completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 18 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.